Manufacturer narrative:
Event date is approximated. Unique device identification (UDI) is unavailable. A manufacturer representative went to the site to test the equipment. It was identified the system would not dock. The x-stage cover was removed and adjusted. Re-homing was performed. Covers replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that the image acquisition system (ias) would not dock. The x-stage cover was bent when the site attempted to dock it. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.